Event description:
It was reported that the aiming beam needs alignment. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility, upon inspection and testing of the console, it was found that the micromanipulator was out of adjustment. Vertical alignment was performed on the micromanipulator. After performing the vertical alignment, the issue was resolved, and the console was working as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that the aiming beam needs alignment. There was no patient involved.